Manufacturer narrative:
Product complaint #: (B)(4). Additional product code: jey, gxr. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021, the patient underwent for a hardware removal surgery due to infection. The patient was experiencing post-op device malfunction. It was unknown if the removal surgery completed successfully. The patient was experiencing adverse situation. This complaint involves ten (10) devices. This report is for (1) ti matrixneuro screw self-drilling 4mm. This report is 2 of 10 for (B)(4).